Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the manual retract tool was noted to be broken into component parts. The coiled pin was noted to be disconnected from the two manual retract levers and was wrapped around the manual retract shaft. It was reported that the retraction tool was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia45axt egia45 artic extra thicksulu (lot#: n2g0302y); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6)); sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectosigmoidectomy procedure, when closing the fabric, the excessive stop icon appeared on the display, the user awaited about 20 seconds for the fabric to settle and the signal came out and it started stapling, until halfway through the message appeared again, we waited a little longer and the it didn't even come off the display, so when it resumed charging, the stapler no longer responded. More. User tried to carry out all the maneuvers taught in the certification for opening the load, however, nothing worked, the surgeon decided to keep the load attached and continue with the surgery. It was no longer necessary to change, as the rod broken when the surgeon tried to open the load locked in the tissue, the user was able to removed the rod from the cavity. It was replaced with another rod for a new shot.

Event description:
According to the reporter, during a rectosigmoidectomy procedure, when closing the fabric, the excessive stop icon appeared on the display, the user awaited about 20 seconds for the fabric to settle and the signal came out and it started stapling, until halfway through the message appeared again, we waited a little longer and the it didn't even come off the display, so when it resumed charging, the stapler no longer responded. More. User tried to carry out all the maneuvers taught in the certification for opening the load, however, nothing worked, the surgeon decided to keep the load attached and continue with the surgery. It was no longer necessary to change, as the rod broken when the surgeon tried to open the load locked in the tissue, the user was able to removed the rod from the cavity. It was replaced with another rod for a new shot. It was also noted that retraction tool disengaged.

Manufacturer narrative:
Correction: b5, h3, h6 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.